Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fibers glass cap was found to be detached; the fiber is broken proximal to the fiber/cap glue zone. The fiber cap was not returned by the customer. There was no indication or report of any par of the device remaining in the pt. The fiber/cap conditions would result in a forward firing condition of the side-firing surgical fiber. The most probable root cause that contributed to the failure was suspected to be related to heat accumulation due to anatomical/procedural factors encountered during the procedure. Cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, damage to the fiber tip was observed at 92, 025 joules of use. There was no injury reported.